Event description:
It was reported that stent damage post-deployment occurred. The patient presented with anterior st-elevation myocardial infarction and underwent percutaneous coronary intervention. The 80% stenosed, 28mm x 3.00mm, concentric, de novo target lesion with no significant bend was located in the non-tortuous and non-calcified left anterior descending artery. After placing a 7f non-boston scientific (bsc) guide catheter, a non-bsc guidewire was used to cross the lesion. Following pre-dilatation with a 20 x 2.50 non-compliant balloon, a 28 x 3.00 promus premier drug-eluting stent was advanced for treatment and was post-dilated with a 10 x 3.50 non-compliant balloon. However, after post-dilatation, the stent was damaged. A non-bsc stent was used to cover the damaged stent and complete the procedure. There were no patient complications reported and the patient status was stable.